Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The review of system log files shows x-ray not started. Upon functional testing, the philips engineer found that ippc graphics card error resulted in the system not being able to do fluoroscopy. To resolve this issue, the fse replaced ippc and recreated image. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not possible in the allura system. The system was in clinical use. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that fluoro was not possible. The fse reviewed the system log files and identified that an ippc graphics card error resulted in the system not being able to do fluoroscopy. The fse replaced the ippc and the hard disks, recreated image and returned the system to use in good working order.